Manufacturer narrative:
Continuation of d10: product ID: 978a141, lot#: va2884f, implanted: on (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that they were not sure what the patient meant when they said when they went to first recharge their ins it fried 3 of their leads. Troubleshooting performed was an ap/lateral x ray showed lead had migrated and had found the electrodes were oriented anteriorly. When asked to clarify getting burned by recharger and if the burning was felt in the pocket or on the skin surface the hcp was not sure and the patient said both. The cause of the patient turning stimulation off and the device turned back on by itself and changed programs was unknown but the hcp said it may have been user error.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, product type: recharger. Product ID: 978a141, lot# va2884f, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. During an unrelated call, they mentioned that their lead had been replaced, because the device was malfunctioning due to a fall in (B)(6). The patient confirmed that the lead was replaced and stated that they have the same ins. They said that their doctor replaced their lead and "took them off the pudendal nerve and put them on the sacral nerve".

Manufacturer narrative:
Concomitant medical products: product ID: 978a141, lot#: va2884f, implanted: (B)(6) 2020, product type: lead. Product ID: 978a141, serial/lot #: (B)(4), ubd: 08-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient had a bad fall in (B)(6) of 2020 and the they think the lead pulled out when they fell. They said the device was malfunctioning since then as they started getting little shocks. In (B)(6) 2021 the little shocks turned in to big jolts at the ins site, causing the patient to fly off their chair. Patient said the amplitude increased up to 7, but when the provider pulled a report, the amplitude increase to 7 was not seen on the report. Patient said they turned stim off and the device turned back on by itself and changed programs. The patient also stated that when they first recharged their ins in november it fried 3 of the leads, and the patient was getting burned by the recharger. Patient is having device replaced in (B)(6) 2021.